Event description:
A nurse reported that a dull blade was noted during surgery. An alternate knife was used to continue and complete the procedure. There was no impact to the patient. Additional information was requested.

Manufacturer narrative:
A sample has been received by a company representative that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information was requested. (B)(4).